Event description:
It was noticed that during processing the housing of the 5 mm monopolar cautery instrument was falling off. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported. The device was not used on a patient

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of housing is falling off is confirmed. Housing has both rear retaining tabs and two locating pins broken off. One front snap has the retaining tab feature broken. Side of housing can be lifted up as a result of damage. Evidence not conclusive, but damage is likely due to mishandling. Additional observations not reported by site are a broken electrical contact, damaged tube insulation, and a dislodged snake wrist disc. Electrical contact within monopolar adapter has one of its legs broken off and missing. Black tube insulation is damaged at the distal end. A 2 long section of insulation is gouged and has various small pieces missing and sections that are lifted up. Distal most snake wrist disc is dislodged from the mating disk. Wrist cannot fully straighten due to dislodgment. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.